Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occured in canada. It was reported that the patient had 3 skin infections at the infusion sites on (B)(6) 2025 since starting the treatment. Patient reported that she is currently finishing a course of antibiotics of 10 days for a recent infection at an old cannula site. Patient reported that she didn't consult a doctor since she had a prescription for the antibiotics at her pharmacy. The patient also applied a cortisone cream prescribed by the neurologist. The patient stated that when took shower and disconnects her tubing from the cannula and putting a cap on the cannula only, and the tubing was left open and unprotected during the disconnection. Patients also face pain or burning from cannula, which prompts her to change the infusion site. No further information available.